Manufacturer narrative:
D2: additional medical device types: njr. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d4: medical device lot #: 4143963. D4: medical device expiration date: 05/22/2024. H4: medical device manufacturing date: 06/10/2026. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd pcr cartridge, an unspecified number of false positive patient results were obtained. There was no report of patient impact.

Manufacturer narrative:
The following field has been updated with corrected information: a1. Patient identifier: (B)(6). The following fields have been updated with corrected information/date format for additional medical device lot # 4143963: d4. Unique identifier (UDI) #: (B)(6). D4. Medical device expiration date: 22-may-2024 h4. Medical device manufacturing date: 10-jun-2026 investigation summary: there is an indication of a bd pcr cartridges (ref. (B)(4) issue for the lot used by the customer based on the analysis of the complaints received for unusual curves presenting an upward drift in the cy5 channel when using the bd pcr cartridges with the bd max rvp assay. There is also an indication of a bd pcr cartridges (ref. (B)(4) issue for the lot stated in the customer¿s complaint based on the analysis of the complaints received for cy5.5 channel fluorescence issue and/or unresolved results with the bd max ebp assay. The root cause for the cy5 and cy5.5 channel fluorescence signal issues associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends.

Event description:
It was reported that during use of the bd pcr cartridge, an unspecified number of false positive patient results were obtained. There was no report of patient impact.

Event description:
It was reported while using bd pcr cartridge, there were an unknown number of false positive results. There was no report of patient impact.

Manufacturer narrative:
The following updates have been made: this MDR pertains only to lot number 4107497. B5. It was reported while using bd pcr cartridge, there were an unknown number of false positive results. There was no report of patient impact. This record is being reopened to address the corrections required for CAPA pr 11910483.